Event description:
It was reported the pt complained of sharp pain at the ipg site when the scs system is turned on. The pain does not exist when the scs system is turned off. The pt was seen by the implanting physician, who recommended the use of a topical cream for two weeks. Additional physician follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.